Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient had expired in (B)(6) 2017. The end stage renal disease (esrd) death notification form was requested and received and indicated the patient expired on (b)6) 2017 while in a nursing home. The patient was receiving hospice care prior and continued with continous cycler-assisted peritoneal dialysis (ccpd) therapy prior to death and the reported cause of death was failure to thrive.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient had expired in (B)(6) 2017. The end stage renal disease (esrd) death notification form was requested and received and indicated the patient expired on (B)(6) 2017 while in a nursing home. The patient was receiving hospice care prior and continued with continous cycler-assisted peritoneal dialysis (ccpd) therapy prior to death and the reported cause of death was failure to thrive.

Manufacturer narrative:
Conclusion: a temporal association between treatment with the liberty cycler and the patient¿s death cannot be determined with the information currently available in the complaint file. At the time of this clinical investigation there have been no reported allegations of any liberty cycler device malfunction as a potential/actual contributory factor in the patient¿s death. Additionally, there is no documentation is the complaint file that supports a causal relationship between the liberty cycler and the patient¿s death. According the esrd death notification form received, the patient¿s death primary cause of death was attributed to cachexia/failure to thrive.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) the peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cycling peritoneal dialysis (ccpd) expired while on hospice service (for unknown period of time) in a nursing home. Per the esrd death notification form, the patient¿s primary cause of death was cachexia/failure to thrive without a secondary cause. The date of the patient¿s last ccpd treatment prior to death was unknown.